Event description:
It was reported that during a redo radio frequency ablation procedure to treat atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. An error appeared on the generator which indicated that the maximum temperature was reached after 10 instances of catheter irrigation. It was discovered that the irrigation tube of the catheter was damaged and it was not being irrigated. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo radio frequency ablation procedure to treat atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. An error appeared on the generator which indicated that the maximum temperature was reached after 10 instances of catheter irrigation. It was discovered that the irrigation tube of the catheter was damaged and it was not being irrigated. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis. It was further reported that the error message displayed on the generator was d05 excessive temperature. The flow rate for irrigation was 2 ml/min for normal mapping and 30 max ml/min for ablation time with normal settings. A radiofrequency (rf) patch was added to the patient and the watt settings of the generator were changed as part of troubleshooting.

Event description:
It was reported that during a redo radio frequency ablation procedure to treat atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. An error appeared on the generator which indicated that the maximum temperature was reached after 10 instances of catheter irrigation. It was discovered that the irrigation tube of the catheter was damaged and it was not being irrigated. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis. It was further reported that the error message displayed on the generator was d05 excessive temperature. The flow rate for irrigation was 2 ml/min for normal mapping and 30 max ml/min for ablation time with normal settings. A radiofrequency (rf) patch was added to the patient and the watt settings of the generator were changed as part of troubleshooting. The device was returned for analysis.

Manufacturer narrative:
Additional information added to b5 describe event or problem the intellanav stablepoint open-irrigated catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the device underwent media and visual inspections. A picture was attached by the customer in which it can be observed that the maestro 4000 showed a temperature error. A video was also attached in which the procedure can be observed, and no failures were identified. The irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported clinical observations were confirmed by the analysis.